Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.

Manufacturer narrative:
According to the customer, while attempting to administer "ivfs, lactated ringers, and water soluble vitamins" to "several different clients" it was noted that the "adapter did not screw on tightly causing IV fluid and blood to leak out". The customer reported when attempting to re-engage the adapter, "the threads would not grip the IV catheter". The customer reported prior to identifying what caused the leakage, "some clients had to receive several IV sticks". The customer reported after changing the "j loop up to 3 times" they were able to complete the infusions. The customer reported there was no serious injury related to the reported incident. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, while attempting to administer "ivfs, lactated ringers, and water-soluble vitamins" to "several different clients" it was noted that the "adapter did not screw on tightly causing IV fluid and blood to leak out".